Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The root cause of the event was determined to be user error due to inappropriate cleaning of the customer¿s laboratory area. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample result of 0.959 ng/ml vs. The expected result of <0.014 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result. There was no allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).